Event description:
A caller reported a cgm error 42, indicating a potential issue with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error code did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and successfully completed.